Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding no failures related to the customers complaint. Manual sound drop test was performed and it passed. "Try it" function was tested on the receiver and it passed. Post investigation the complaint could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4).